Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and changed the battery and was not able to rewind. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that insulin was squirting out during the manual prime process. Customer stated that the motor slowed down and numbers were ramped up on the screen. The customer reported that the drive support cap was normal. The customer was advised to change the entire infusion set system as soon as possible. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the unite and passed. (B)(4).